Event description:
This will be filed to report a steerable guide catheter (sgc) leak. It was reported that during device prep of a mitraclip procedure, the sgc fluid column would not hold. Subsequently, the sgc was exchanged, and the procedure was completed without further reported complication. There was no clinically significant delay in the procedure and no patient involvement.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.